Event description:
The sales rep thinks the stem is a size 8. It was too small and measures exactly the same as the size 8 broach. They went up to a size 12 global fx and head; extending the case by 45 minutes.